Event description:
The patient was in operating room undergoing excisional breast biopsy and axillary dissection. The ethicon endosurgery ligaclip mca multiple clip applier failed to fire. The device was removed from the field. The surgery was concluded without further incident with no harm to the patient.